Event description:
A customer contacted beckman coulter inc., (bec) and reported that their access 2 immunoassay system generated erroneously elevated troponin (accutni) results, above the ami cut off , for three patients. The results were not reported out of the lab. Repeat testing of the patient samples, on the customer's back up instrument, produced lower results within the normal reference range of the assay for two patients, and a lower result within the risk stratification range for the third patient. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The patient samples were collected in bd vacutainer, gold top serum separator tubes. The specimens were centrifuged for 5 minutes at 5,600 rpm. Per customer supplied data, system checks performed by the customer on (B)(4) 2011 and (B)(4) 2011 passed within instrument specifications. Qc was performing within the customer's established limits on the date of the event. After troubleshooting with bec hotline the cause of the event could not determined, and a field service engineer (fse) was dispatched. Per the fse, there were pump/valve slippage errors in the event log. The fse performed some hardware repairs to the instrument wash pump and wash valve. The fse verified hardware, and qc was within the customer's established limits after repairs were complete. Although some repairs were completed by the fse, a definitive root cause for this event has not been determined to date.